Manufacturer narrative:
On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes were not reported). Twenty-three days after the date of onset, the antibiotic treatment was discontinued and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was due to poor environment/source of water. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. Treatment was not reported. Dianeal therapy was ongoing. At the time of this report the patient outcome was not reported. No additional information is available as the reporter declined to provide further information.